Event description:
On (B)(6) 2020, a patient was undergoing treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was advanced and deployed, however when attempting to cannulate the contralateral gate, the gate appeared to still be in a half-moon configuration. The contralateral gate was then opened utilizing a supporting catheter from an axillary approach, and the contralateral leg component was deployed successfully. The patient did not have any reported anatomical constraints. The artery was described to be smooth. The patient tolerated the procedure. The back-up mechanism could not be utilized because the deployment line had been pulled completely.

Manufacturer narrative:
H6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Imaging evaluation: the jpeg image and corresponding video appear to demonstrate an undeployed contralateral gate. The ipsilateral leg has been completely deployed in the images provided. There are no additional images with pre-case plan to assess the anatomical conditions where the device was deployed. Engineering evaluation: the device evaluation was performed based on what was reported to gore and images, including an imaging evaluation, attached to the event as the device was not returned for analysis. Based on the images and imaging evaluation, the physician¿s observation that when cannulating the contralateral gate after deployment, the gate appeared to be in a half moon configuration, was confirmed. The likely cause for the reported observation that the contralateral gate appeared to be in a half-moon configuration after deployment could not be determined with the available information.

Manufacturer narrative:
G1: updated. H6: updated.